Event description:
(B)(6) reported via email one of the nurse call adapters with a broken piece. While the device can still turn on and pair, it is unable to trigger the wall nurse call system. Engineering will be keeping the product for the time being as they continue evaluations. (B)(4).

Manufacturer narrative:
The nurse call adapter was received with a metal connector pin separated from the over mold cover. The broken plastic piece that connected to the rear end of the metal connector pin was still inside the over mold cover, and the broken metal connector pin was no longer rounded as it looked like to have been crimped. The over mold cover had blue scuff marks that may have been the impacted areas when the over mold cover of the ac adapter cord was bumped with a foreign object causing the metal pin (plug) to be damaged/separated. The engineering investigation of the device found that the ac adapter had been damaged causing for not sending a signal to trigger the nurse call system. The issue was found when a senior product development engineer for posey visited at the hospital and while checking the status of each room. The device was not in use with a patient as there was no one in the room, but it was still mounted to the wall and paired to a wireless fall monitor alarm. Upon checking the device, the metal connector pin was already damaged/separated as it was still stuck inside the wall receptacle causing for not triggering the wall nurse call system. This loss of functionality could contribute to a patient incident as the alarm may not alert the caregiver of a patient exit. The supplier investigation report has shown that the average pull force was 80 ft-lbs which is exceeded the minimum requirement of 60 ft-lbs leading the engineering team to conclude that the possible root cause of the issue was external force or excessive impact leaving the unit with a broken connector pin. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).